Event description:
The user facility reported that a screw from a surgical light fell onto the sterile field during a patient procedure but did not contact the patient. The procedure was completed successfully with no delay and no injuries were reported to the patient or hospital staff.

Manufacturer narrative:
A steris service technician inspected the light and found that the retaining ring supporting the light shroud was missing a screw. Due to the missing screw, the light shroud and retaining ring had slipped down the light spindle approximately an inch and the spring arm cover was missing. The technician installed a new retaining ring, replaced the spring arm cover, and placed the light back into service. The cause of this event appears to be lack of proper preventative maintenance. The retaining ring is intended to be permanently mounted on a stationary, non-rotating part of the spindle. If not installed in this manner, friction resulting from the spindle turning against the retaining ring over time can cause the screw to loosen and fall out. The preventative maintenance schedule in the operator manual states "check that all covers are present and securely attached". The light is not under a steris service contract and is currently maintained by the facility biomedical department. Steris requested preventative maintenance records from the facility but they were not made available. Steris offered in-service on preventative maintenance procedures for this light however the user facility declined.